Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The maxplus valve used during the reported event was not received. Received were two unopened maxplus valves model mp1000-c, lots 18116949. Inspection of these samples observed no obvious issues with either the packaging or valves. The root cause was not identified.

Event description:
It was reported that the needleless connector's internal valve was sticking down causing liquid to splatter when the syringe was disconnected in the cancer center infusion treatment area. There was no patient injury.